Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The iol was exchanged in a secondary procedure following the initial procedure. Additional information was requested.

Event description:
Additional information was requested and received stated that a 18 diopter lens was exchanged for a 17.5 diopter lens due to blurry vision. This does not meet criteria for reporting based on applicable medical device regulations. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (serious injury). The manufacturer internal reference number is: (B)(4).